Manufacturer narrative:
No product was returned. We are unable to confirm, the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted. Which indicated, all inspections were completed. And no issues were noted, during manufacture. No product was returned. Therefore, no visual and functional tests were performed. The reported complaint could not be confirmed. And the root cause could not be determined.

Event description:
It was reported that the patient is having shortness of breath last month when he was walking around, which was due to the affected recalled cassettes. No further information provided. Product issue did not cause or contribute to patient or clinical injury.